Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was unable to fire. The staple line was incomplete because the stapler wouldn¿t fire. Another stapler was used to fix the staple line. There was no patient injury noted.